Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and nether the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced nerve injury. At the time of reporting, the outcome of the event was unk. F/u info was rec'd on (B)(6) 2012 via a legal complaint. Super poligrip and fixodent were used from 2001 until the present. The pt experienced peripheral neuropathy, which included persistent numbness in his lower extremities with balance problems. This case has been upgraded to medically serious by gsk.